Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported system was stuck in the middle of the procedure. Procedure was aborted.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. During onsite visit the field service engineer (fse) replaced replacement of vacuum connectors and performed system verification as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum and energy check were performed without any issue. During preparation of ablation test the following message displayed as vacuum two exceeds limits - replace filter at test interface. The message was clicked away by the user and the ablation test was repeated and successfully passed. It is not possible to see in the log files whether the customer replaced the filter after the message appeared. No sample is expected, vacuum connectors were replaced due to the vacuum issue during ablation check. Vacuum message during ablation check is not related to the reported issue. Log files confirmed the reported issue, however, the issue appeared before firing, system message was shown by the device and afterwards the treatment was cancelled. The energy was stable during the whole day. Logfile shows one successfully performed treatment. The reported treatment could be identified in the logfile, it was the right eye of one patient. Logfile shows that the following message appeared during generating of suction two, before laser fired and message displayed as patient release activated and press ok and follow instructions. Finally, turn key switch to off and call service. After that, the treatment was cancelled by the device. The root cause why the patient release was activated during generating of suction two (before firing) could not be determined conclusively. The manufacturer internal reference number is: (B)(4).